Event description:
It was reported that the system 9600 displayed poor image quality. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Upon initialization, the system had no preview lines, and did not open and close correctly. Replaced high voltage cable, reloaded software, and adjusted camera settings. The system was tested and found to be working as intended and placed back into service.